Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: h4. Investigation summary visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: l814084) was received at us cq. Visual inspection of the complaint device showed the tip had broken off and the broken fragment was not returned. The driving cap had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. Device failure/defect identified? Yes device used - ca215p document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the distal tip has broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Please refer to the related action. Device history lot part number: 03.010.523 lot number: l814084 manufacturing site: bettlach release to warehouse date: 01. June 2018 device history review a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: g1, h3, h6.

Manufacturer narrative:
Reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During manufacturer's investigation of the returned device it was identified that the tip of the threaded driving cap is broken. There was no known patient or procedure involvement. This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).